Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed strips of long v-v intervals that were apparently due to t-wave oversensing (twos) and resulted in pacing below the programmed lower rate. Reprogramming was performed to increase the ventricular blanking period and decrease the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.